Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. Blood glucose reading was 33 mg/dl. Customer treated for their low blood glucose with glucose tablets and high blood glucose with insulin pump. The customer declined to troubleshoot for the blood glucose incident. The customer stated that she had a low battery issue but that was resolved. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.